Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see section h.10.

Event description:
It was reported that the bd ultra fine¿ iii pen needle broke off the pen during use, and the consumer was uncertain if it fell on the floor, or remained in the injection site. The consumer vacuumed the floor and used a magnet in an attempt to find the broken piece, but nothing was found. The following information was provided by the initial reporter: "consumer left voicemail reporting 8mm pen needles broke off and he cannot find it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ iii pen needle broke off the pen during use, and the consumer was uncertain if it fell on the floor, or remained in the injection site. The consumer vacuumed the floor and used a magnet in an attempt to find the broken piece, but nothing was found. The following information was provided by the initial reporter: "consumer left voicemail reporting 8mm pen needles broke off and he cannot find it." "Consumer called back and said he left voicemail and no one has contacted him. He stated that his hand was shaking as he was removing the insulin pen from the injection site then the pen slipped out of his hand and fell on the floor. When he picked up the pen he noticed that the needle broke off. Consumer was very concerned that his grand children may swallow the needle. He said he vacuumed the floor and used a magnet to try to find the needle. Also said his doctor told him that the needle is not supposed to break, it would only bend but never break. He also mentioned that he is not sure if the needle stayed into the injection site. Consumer did not seek medical attention, no pain or discomfort."